Event description:
Explanting physician reported rupture. The device will be explanted. This record relates to the right side.

Manufacturer narrative:
Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.